Event description:
A nurse reported that during the intraocular lens (iol) implantation procedure, lens was correctly prepped, but on advancing it both the leading and trailing haptics were incorrectly positioned (straight). Unspecified new lens was used to complete the procedure without any further patient impact.additional information has been requested, yet no new information received.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified.this product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cna0t3-t9)( that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).